Event description:
While provider was using the ethicon endo-surgery disposable clip applier, the clip applier was not loading any clips which then caused the clip applier to tear through the vein versus clip an appendage of the vein. It shot blanks several times, when it should have had clips loaded into the instrument. New clip applier was thrown to the sterile field. Product given to leadership with part label. Manufacturer information is below. Part #mcs20, lot #824d37, exp 10/31/2030.